Manufacturer narrative:
Article citation: elliot, robert, a. Morsi, a silverberg, c carlson, e. Geller, o. Devinsky, and w doyle. "Vagus nerve stimulation in 436 consecutive patients with treatment-resistant epilepsy: long-term outcomes and predictors of response."

Event description:
It was reported in a scientific article that a vns pt experienced a lead fracture and presented with delayed neck pain in synchrony with the duty cycle. Good faith attempts to obtain add'l info have been unsuccessful to date.